Event description:
It was reported that the saw overheated. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the alleged malfunction was duplicated. There was evidence of a third party repair of the motor. The bearings were worn, and the rotor was varnished from heat. The affected parts were replaced, and the device was returned to the account.